Event description:
The device was used during a gastrectomy procedure. It was reported by the affiliate that on the first day after the operation there was internal bleeding in the lumen of the stomach due to exfoliation of mucous and submucous membrane in the line of suture which led to re-laparotomy. Specimen of stomach wall tissue can be provided. The surgeon claims that bleeding occurred in 6 cases of 12.